Manufacturer narrative:
Manufacturing date is noted as february of 2020. The event of incorrect placement is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported while trying to implant a xen 45 gel stent in the right eye the "xen broke while repositioning" and the device was "left in the scs." No injury occured and a backup device was ultimately inserted.